Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number, unique device identifier (UDI), date of manufacture and expiration date are reported as unknown, because it could not be confirmed which of two clips moved on the leaflet; therefore, the information is provided below: lot #: 61128u130. Date of manufacture: 11/28/2016. Expiration date: 11/28/2017. (B)(4). Lot #: 60813u172. Date of manufacture: 08/15/2016. Expiration date: 08/13/2017. (B)(4). The clips remain implanted and were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint histories did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the partial clip movement on the leaflets could not be determined. The reported patient effect of worsening mr appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the suspected clip movement and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on 04/19/2017, to treat functional mr with a grade of 4. Two clips (61128u130, 60813u172) were implanted, reducing the mr to 1. On (B)(6) 2017, the patient returned with increased mr of 4+. It was suspected that one of the initial clips moved from the original position. The first clip delivery system (cds) was advanced to the mitral valve, and grasping was attempted, but there was no reduction in mr; therefore, no clips were implanted and the mr remained at 4+. The patient was confirmed to be stable post procedure and no further treatment has been planned. No additional information was provided.